Manufacturer narrative:
This product is not marketed in the us. (B)(4). Per dfu for this lens model, vicl's are contraindicated of implantations of a lens in an eye with an anterior chamber depth (acd) less than 3.0 mm and in a patient over the age of (B)(6). (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vich12.6, +8.0 diopter, implantable collamer lens in the patient's left eye (os) on (B)(6) 2018. The lens was removed on (B)(6) 2018 due to excessive vaulting, pupil block with elevated iop and unreactive (fixed) pupil. An additional yag pi was performed. The patient still has clear lens. The eye is almost within normal limits and the "patient stopped all medication including antiglaucoma and only on lubricants".

Manufacturer narrative:
Correct aware date is (B)(6) 2018. Anterior chamber irrigation/evacuation of visco/fluids was also performed as secondary intervention/additional treatment. (B)(4).

Manufacturer narrative:
Device evaluation: lens returned dry with clear surgical residue/debris on product. Visual inspection found no visible damage to lens. Dimensional inspection found lens within specifications. Claim # (B)(4).